Event description:
It was reported that the user experienced frequent low glucose alerts while using the ilet system and requested that the low alert threshold be set to trigger only below 54 mg/dl; the user dismissed alerts that continued to recur, and the healthcare provider had adjusted cgm targets without improvement. Customer care provided support that included consultation with clinical support, and troubleshooting with user education. Investigation of this case revealed that the device functioned as designed with no device malfunction identified and alert behavior consistent with configured safety thresholds and cgm readings. No clinical symptoms associated with hypoglycemia reported. Outcomes included user distress and sleep disruption due to repeated low alerts. It was concluded that the event involved hypoglycemia with cause unclear and that no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.